Event description:
It was reported that during a routine device replacement procedure, the left ventricular (lv) lead was found to have insulation damage at 6 different points. The insulation breaches were fixed by using 6 suture sleeves and silicone glue. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2006. (B)(4).